Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-(B)(4) - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient has an infected knee.